Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 and customer stated his condition remained the same. Customer stated he still had symptoms of dry mouth and thirst. Customer stated he had gone to his primary care doctor on (B)(6) 2019. He was diagnosed with hyperglycemia and was treated with glipizide. Changes in medication were made: glipizide 2.5 mg and januvia was discontinued. Customer's laboratory blood glucose test result taken at the doctor's office was 268 mg/dl fasting. Customer had obtained a result of 205 mg/dl fasting on (B)(6) 2019 using truemetrix meter. Customer was informed to discontinue using meter and to send back for investigation. Unable to contact customer on (B)(6) 2019. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 224, 205, 249, 186, 139 and 166 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 150 mg/dl and expected non-fasting blood glucose test result range is 160 - 170 mg/dl. Customer is using the same hand and same finger and was informed of proper back to back testing. At the time of the call, the customer reported feeling ill with symptoms of increased thirst and dry mouth. Customer stated he was going to seek medical intervention due to symptoms. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 214 mg/dl and 198 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 06/25/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).